Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: b5, b7. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on (B)(6) 2021 which indicated the issue occurred with the blue flexible stiffener during a routine exchange of ilieal conduit drain. The patient reportedly had straight forward anatomy and no crusting was noted around the existing drain. No resistance was noticed during preparation. The existing drain was removed over the wire and the new drain was advanced without difficulty. Instillagel was utilized to lubricate the components. Upon attempted removal of the flexible stiffener, there was significant resistance. The device was removed and another drain was advanced. The same failure occurred. Finally, another similar device was used to successfully complete the procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) informed cook that two ultrathane mac-loc locking loop multipurpose drainage catheters from an unknown lot failed during an ileal conduit drainage exchange. The patient did not have tortuous anatomy. The scrub nurse prepared the first catheter and advanced the flexible stiffener without resistance. Instillagel was used to aid in advancement of the stiffener into the catheter. After the device was advanced into the patient, the flexible stiffener could not be removed and the stiffener and catheter were withdrawn as a unit. A second catheter was used and the same failure occurred. A third catheter was used and was successfully placed in the patient. No other adverse effects were reported. Reviews of the complaint history, instructions for use (IFU), manufacturing instructions, and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The device master record for the catheter and flexible stiffener was reviewed. Cook concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The design history file indicates there are controls in place to address this failure. The device is shipped with instructions for use (IFU) which provides the following information to the user related to the reported failure mode: "precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the lot number(s) for the complaint devices were not provided. A search of lots sold to the customer within three years of the event was unable to identify the complaint lot. The device history record could not be reviewed due to lack of information. There is no evidence of nonconforming material in house or in the field. There is no evidence the device was manufactured out of specification. A CAPA was previously opened for this product failure and implemented corrective actions related to supplier manufacturing of the catheter tubing. Because the lot number was not provided, it is unknown whether the complaint lot underwent these corrections. Based on the information provided, it is possible that supplier manufacturing contributed to this failure. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: sister, radiology. PMA/510(k)#: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient required an ultrathane mac-loc locking loop multipurpose drainage catheter for a drainage procedure. During the procedure, the user was unable to remove the introducer. The same failure was experienced with a second device of the same kind. Additional information regarding the event and patient outcome has been requested but is currently unavailable.